Event description:
The facility representative reported an infusor pump which experienced a constant alarm during set-up. During device evaluation this condition was confirmed as a constant alarm which interrupted delivery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem for this pump.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a constant alarm. The root cause was determined to be a faulty magnet on the lead screw. The lead screw assembly was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.